Manufacturer narrative:
Review of the information discovered that the suspect device should be the programming computer and not the programming software.

Event description:
A consultant was at a neurology office and it was reported that the physician's handheld computer kept giving an error of "cannot proceed execution error" when it was turned on. He said that he attempted multiple hard and soft resets as well as removing/inserting the flashcard. The handheld wasn't ever able to proceed to the vns software. It was reported that it started (B)(6) 2013 when they went to use after not using for awhile. The product is being returned for analysis, but has not been received at this time.

Event description:
An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
The handheld device was returned with the battery depleted. As a result, all evidence of the allegation was lost.

Manufacturer narrative:
Evaluation code, method, corrected data: previously submitted MDR indicated method codes for analysis of the software product. The suspect medical device was corrected to the programming computer; therefore, the evaluation codes are being corrected to reflect the programming computer. This report is being submitted to correct this information. Evaluation code, conclusions, corrected data: previously submitted MDR indicated method codes for analysis of the software product. The suspect medical device was corrected to the programming computer; therefore, the evaluation codes are being corrected to reflect the programming computer. This report is being submitted to correct this information.